Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection while trying to seal the mesentery artery, the device signaled that it already sealed it but there was no result. Once the jaw was opened, the artery started to bleed. An ultrasonic cutting device was used to close the vessel. This resulted in less than 250cc bleeding, longer procedure time and the extension of hospitalization.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection while trying to seal the mesentery artery, the device signaled that it already sealed it but there was no result. Once the jaw was opened, the artery started to bleed. An ultrasonic cutting device was used to close the vessel and there was an end tone heard. This resulted in less than 250cc bleeding, longer procedure time but there was no extension in the hospital.